Event description:
Patient presented in the clinic with device at eri. Longevity estimation noted that the device was expected to last longer than observed. Battery voltage trend is reportedly showing a rapid depletion. The patient requested not to perform any procedure. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported premature battery depletion was verified in the laboratory. Based on all available parameter and usage information, the device was found to be below the expected limits. No high current drain sources were found during bench, automated electrical, temperature, and humidity testing. The battery was sent to the vendor for further analysis. An internal battery anomaly was found to cause the premature battery depletion.